Event description:
It was reported that the programmer had an electrocardiogram (EKG) port from which no signal was able to be received. Cables were changed but the situation did not resolve. It was further reported that the programmer head was broken. Both were returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event of no EKG signal. However it was noted that there were disturbed solder joints on the link electronic module (lem) circuit board. (B)(4): analysis found that there was intermittent telemetry with the programmer head. The device failed telemetry testing due to the cable being out of electrical specification.